Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was loaded with the egia60amt returned in 0708602601-30. The jaws of the returned egia60amt were clamped with tissue in between the jaws. The retraction knobs were advanced almost to the 30 mark, and the articulation knob was in neutral position. An access hole cut by the japan team was observed. All firing rack teeth were present. Functional testing found that the retraction knobs were retracted fully, and the returned reload was removed from the returned handle. No visual abnormalities were observed with the instrument. The instrument was successfully loaded with an egia60amt reload. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that the instrument was locked on tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot number: n5e1975y) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5c1256) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5c1256) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5c1256) egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5c1256) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open distal pancreatectomy, splenectomy, and partial colectomy, multiple products were used, in cluding one handle and four reloads. The issue occurred during the third firing of the cartridge, which was used for a side-to-side colonic anastomosis. After firing, the return knob failed to fully retract, remaining approximately 2 cm short, preventing the stapler jaws from opening and detaching from the tissue. Despite several attempts to reset the device, the stapler could not be removed. As a result, an additional resection of the oral and anal sides of the colon was performed to remove the device along with the clamped tissue. Re-anastomosis was completed using another manufacturer's stapler.